Event description:
Patient in ed bed had blood cultures ordered. Edtech went to obtain specimen and the steripath malfunctioned. When hooking steripath to IV and draw from the line, the waste collection device malfunctioned. Blood was going straight into the blood culture bottle w/o waste. This happened on two occasions on same patient. Lot number for left IV- 118003231; sn (B)(6), r IV 118003231; sn (B)(6). This report captures: steripath micro #1. Patient code: 4582. Device code: 2588. Reference report: mw5190205.